Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgment, decrease in sensing and high pacing threshold which was confirmed via x-ray. A new lead with the same model was implanted. No additional adverse patient effects were reported.